Manufacturer narrative:
Additional associated device(s): battery / (B)(4)/ model # 1650- / UDI: (B)(4)/ exp. Date: 28feb2017. Device available for evaluation: yes. Device evaluated by manufacturer: no, mfg. Date: 28feb2016, labeled for single use: no, (B)(4). Battery / (B)(4) / model # 1650- / UDI: (B)(4)/ exp. Date: 31oct2016, device available for evaluation: yes, mfg. Date: 31oct2015, labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would experience a single beep heard from their controller throughout their day which was believed to be caused by power switching. Multiple batteries and ac power sources were tried until the affected devices were identified. A controller and two batteries were exchanged and returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 (method and conclusion codes) product event summary: the controller (B)(4) and two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing; however, visual inspection revealed cracks around the power port 1 and 2 connectors. This is an additional observation not related to the reported. An internal investigation was initiated to evaluate cracks near power port connectors on controller 2.0. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Additionally, (B)(4) was involved in momentary disconnections without triggering premature power switching. Momentary disconnection will result in an audible tone or "beep." As a result, the reported events were confirmed. The most likely root cause of the reported power switching and ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to evaluate momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and the batteries were returned for evaluation. (B)(4) failed external visual inspection and passed functional testing. Controller power port 1 and power port 2 were found cracked around the connectors. (B)(4) and (B)(4) both passed external visual inspection and functional testing. Additional devices: d4: battery / (B)(4)/ model # 1650 / UDI: (B)(4)/ exp. Date: 28feb2017 d10: device available for evaluation: yes h3: device evaluated by manufacturer: yes h4: mfg. Date: 28feb2016 h5: labeled for single use: no h6: method code: 38, 3372, 23, 10 results code: 3213 conclusion code: 25 d4: battery / (B)(4)/ model # 1650 / UDI: (B)(4)/ exp. Date: 31oct2016 d10: device available for evaluation: yes h3: device evaluated by manufacturer: yes h4: mfg. Date: 31oct2015 h5: labeled for single use: no h6: method code: 38, 3372, 23, 10 results code: 3213 conclusion code: 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.